Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Force sensor error. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-oct-2024, visual analysis revealed a reddish material inside the tip. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 28-oct-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section and a foreign material inside it. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).